Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the issue persisted, so a replacement pump was arranged. No backup therapy was available, and the customer intended to consult their healthcare provider.